Event description:
A consumer reported receiving a high reading of 501mg/dl on the precision xtra blood glucose monitor and a value of 162mg/dl obtained on a laboratory analyzer. The values, when plotted on a parkes error grid, fell into the "c" zone, showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.